Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix e/x (device #1) used to treat the patient. The patient's attorney did allege injuries and additional medical treatment; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix e/x (device #1). An additional emdr was submitted to represent the bard/davol composix e/x (device #2) and bard/davol ventrio (device #3). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1) on (B)(6) 2008. As reported, about 2 years later on (B)(6) 2010 the patient underwent surgery for implant of an unspecified composix e/x (device #2). It is alleged that the following year on (B)(6) 2011 the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #3) mesh. It is alleged that in (B)(6) 2018 the patient had unspecified injuries and underwent additional medical treatment. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x (device #1) and (device #2) and ventrio (device #3). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."